Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: moderately calcified vessels.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4 cm abdominal aortic aneurysm and a 5.4 cm right common iliac aneurysm approximately one month ago. Vessel morphology was reported as no tortuosity; moderate bilateral calcification; and an aortic neck diameter of 19 mm. It was reported after deployment of the stent grafts there was a narrowing in the middle of the gate opening. The physician modeled the stent graft with a balloon in that area; however, the narrowing did not resolve. Therefore, a 10 mm x 57 mm bare metal stent was implanted one on each side, extended down into the contralateral and ipsilateral limbs and the narrowing was resolved. No additional clinical sequelae were reported and the patient is fine. (Ref MFR# 2953200-2011-01078).